Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, wear abrasion, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area, white particles in shell and white calcification in shell (5%). Leak test and microscopic analysis was performed which identified: a curved smooth opening on posterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. A crease smooth opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.